Event description:
It was reported that the lead impedance measurements were less than 50 ohms for electrode #0 and #2. All the other combinations were fine. It was difficult to measure any change in symptom relief as the patient has had only marginal efficacy since implant one year ago. Further information is being requested from the hcp.